Event description:
Patient reported right side rupture and "totally big". Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety/product/procedure: unable to confirm as it is a medical event not related to the device. Rupture: observed broken striated on posterior side assessed as surgical damage. And missing piece of shell assessed as inconclusive. Seroma-late: unable to confirm as it is a medical event not related to the device. Visibility/palpability: unable to confirm as it is a medical event not related to the device. Capsular contracture: unable to confirm as it is a medical event not related to the device. No further actions are required as the device was implanted.

Event description:
Patient reported right side rupture and "totally big". Healthcare professional later reported "grade 4 capsular contracture" and ¿an acute right breast fluid collection ¿ underwent aspiration and the fluid was sent for a workup of breast alcl." Device has been explanted.

Event description:
Patient reported right side rupture and "totally big". Healthcare professional later reported "grade 4 capsular contracture" and ¿an acute right breast fluid collection ¿ underwent aspiration and the fluid was sent for a workup of breast alcl." Device has been explanted.